Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had was not turned on and exposed to water. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer stated the home screen did not appear on the display. The device will not be returned for analysis.